Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary: the product was not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. Visual inspection of the returned photo found that the device is shown in used condition. The inserter shaft along with the sutures are shown, however the anchor is detached from the sutures. The overall complaint was confirmed as the observed condition of the 4.5hlx adv br anc-dyna 3-sut would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; as per instructions for use (IFU); apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.¿ device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.

Event description:
It was reported that during a rotator cuff repair procedure, the anchor of the 4.5hlx adv br anc-dyna 3-sut device was found to have migrated. It was reported that while the surgeon was implanting the device, after the screw was inserted, the handle came out together with all the sutures while the screw was securely fixed. A smooth awl was used prior to implantation, and observations of the surgeon indicated no odd angles or difficulties during the screw insertion. There was a five-minute delay to the surgical procedure. A spare device was used to complete the surgery successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.